Manufacturer narrative:
Pending evaluation. Concomitant devices: size 4, 11mm tibial insert (cn: 02-022-35-4011, sn: (B)(4)); size 4f/3t tibial tray (cn: 02-022-45-4030, sn: (B)(4)); 32mm patella (cn: 200-02-32, sn: (B)(4)).

Event description:
As reported approximately 14 months postoperative initial left tka this (B)(6) y/o female patient¿s knee was determined to have a failed component. The surgeon opened the joint in standard fashion and decided to take everything out and implanted a competitor¿s tka. The joint was closed in standard fashion. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon review of all available information, the revision reported in this event was likely the result of failure of the cement mantle between the implant and the bone which led to aseptic (non-infected) loosening of the tibial component. Section (d10) concomitant devices: - size 4, 11mm tibial insert (cn: 02-022-35-4011, sn: (B)(6) - size 4f/3t tibial tray (cn: 02-022-45-4030, sn: (B)(6) - 32mm patella (cn: 200-02-32, sn: (B)(6) section(s): no information has been provided: a4, a5, b6, the following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.